Event description:
It was reported that there was noise on both the atrial and ventricular leads simultaneously. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular (rv) lead was t-wave oversensing during a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode.